Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. It was reported that a technician replaced the actuator test board to resolve the issue and return the machine to service. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k2 hemodialysis (hd) machine had a burned actuator test board. The issue was found when servicing the machine for elevated conductivity, tmp failure, and recirculation error messages that occurred during a patient treatment. The patient moved to another machine and completed treatment with no blood loss, no harm, and no adverse events. A technician replaced the actuator test board and recalibrated the machine to return it to service. It was reported that the burned actuator test board was not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrected plant investigation: it was reported that a technician repaired and returned the machine to service. The technician found and replaced a burned actuator test board and recalibrated the machine to return it to service. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.